Manufacturer narrative:
Investigation pending.

Event description:
Caller reported false negative result on urine hcg test. Patient took home pregnancy test and got positive result (brand unk). Later the same day, she was tested using this product by a school nurse and it was negative. No further details are available.